Event description:
It was reported that the pt was admitted to the hospital with elevated blood glucose (487 mg/dl) and dka. A family member reported that the pt woke up at 5:30 am with elevated blood glucose (no actual value available). By 6:00 am, he was vomiting and had chest pain; he was taken to the ER. Cardiac and infection testing was negative. Blood glucose resolved to 114 mg/dl after treatment with intravenous insulin IV insulin. On the day of the event, he received a replace battery alarm at 2:34 am and the battery was not replaced until 6:30 am by the family member. Further assessment with the family member revealed that the pt's blood glucose had been greater than 200 mg/dl during the past month. Review of the pump history showed that the pt had a replace battery alarm on (B)(6) 2010 at 3:23 am and did not replace it until 9:17 pm the same day. On several days in (B)(6), the basal delivery was low secondary to lack of appropriate battery replacement. The history on multiple days revealed an absence or low amounts of boluses. The family member stated that the pt eats sporadically so that might explain the lack of bolus deliveries; she did not deny that the pt forgot to replace the batteries and she noted that the pt's physician told her that adjustments to the basal rates were needed.

Manufacturer narrative:
No pump or infusion site issues related to the hospitalization were discovered during review with the family member. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.